Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the newly placed right ventricular (rv) lead exhibited high pacing impedance and failure to capture. The rv lead was not implanted and an alternate near at hand was implanted on (B)(6) 2022. There were no patient consequences.

Manufacturer narrative:
The reported events of high pacing lead impedance and loss of capture were not confirmed. A full lead was returned in one piece for analysis. Electrical testing, visual and x-ray inspection were normal with no anomalies found.